Event description:
Bilateral patient previously had right eye explanted on (B)(6) 2020. Lens within the left eye was explanted due to a visual acuity issue on (B)(6) 2020 (rxsight's aware date was (B)(6) 2020).

Manufacturer narrative:
The lens explanted from the left eye was returned for evaluation. Visual inspection of the returned lens found that the lens had been broken up into multiple small fragments. Due to the condition of the lens, no further evaluation could be performed.

Manufacturer narrative:
Bilateral patient previously reported to have lens in right eye explanted on (B)(6) 2020. Lens within the left eye was explanted due to a visual acuity issue on (B)(6) 2020 (rxsight's aware date was (B)(6) 2020). No issues were noted with the device history record for the lens within the left eye. Lens implanted in the left eye: serial number: (B)(6); manufacture date: 06/20/2019; expiration date: 05/31/2022; implant date: (B)(6) 2020; explant date: (B)(6) 2020; UDI: (B)(4). The lens in the left eye was explanted and is pending return from the site.

Event description:
Bilateral patient previously had right eye explanted on (B)(6) 2020. Lens within the left eye was explanted due to a visual acuity issue on (B)(6) 2020 (rxsight's aware date was (B)(6) 2020).

Manufacturer narrative:
Patient received bilateral light adjustable lens implants (implanted (B)(6) 2019). Patient reported a visual acuity issue for the right eye. The physician elected to explant the lens (explanted on (B)(6) 2020). Right eye bcva with the light adjustable lens noted to be 20/25. No issues were noted with the device history record. The lens was explanted, but the site reported that the lens came out in such small pieces that there was nothing to save and return. No return is expected for this lens. The site noted that the "lal looked fine". The lal was exchanged with another monofocal lens and noted that the patient is very happy. Bcva with lal: 20/25; bcva after the exchange: 20/20.

Event description:
Patient received bilateral light adjustable lens implants (implanted (B)(6) 2019). Patient reported a visual acuity issue for the right eye. The physician elected to explant the lens (explanted on (B)(6) 2020). Right eye bcva with the light adjustable lens noted to be 20/25.